Event description:
The manufacturer received information alleging an issue related to a dreamstation CPAP device's sound abatement. The patient alleged device is vibrating her nose. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.